Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) that caused the patient to receive inappropriate therapy. The lead was reprogrammed. Now, the lead is exhibiting twos post left ventricular (lv) pace during testing. Further reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d224trk implantable cardioverter defibrillator (ICD), (B)(6) 2011; 4196 implantable pacing lead (B)(6) 2011. (B)(4).